Event description:
A dialysis facility coordinator reported an anomaly in the renal link software product. It was discovered that if an existing medication name is changed in the "maintenance-medication" window, the software makes the same change for all pts listed in the system for that medication and the user is not informed that this has occurred. It was reported that there was no indication that incorrect medications were administered and there have been no adverse events as a result of this issue.